Event description:
It was reported that a creo mis locking cap migrated from the s1 screw head post-operatively requiring revision surgery.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging were available for evaluation. No determinations can be made as to the cause of the reported issue. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.